Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s family member reported via phone call that the customer was hospitalized due hyperglycemia on (B)(6) 2013. Customer's blood glucose level was 1100 mg/dl at the time of incident. Customer reported that the insulin pump was glitching, she said the buttons are not working sometimes and the screen sometimes froze and she also mentioned sometimes the battery does not lock into place. Customer expressed symptoms they have may be indicative of the possible onset of diabetic ketoacidosis. Customer stated the scroll bar was moving with no input. Customer states that there was a response from a button and the left arrow button was unresponsive. Customer stated that the insulin pump was neither dropped nor exposed to moisture. Customer stated block mode was inactive. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08750 inches. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. No unexpected scroll bar moving during testing. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).